Event description:
Bioelectronics has not been cleared to sell their products over the counter in the USA. However, they have two sites overseas selling and shipping back to the USA. At checkout, they confirm you can buy in the USA. And they are promoting online to drive sales to them. (B)(6).